Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device unpackaging and preparation after removal from the plastic coil/snail and while removing the stylet from the xience xpedition stent delivery system (sds) tip the device separated at the skive [orange portion and silver junction]. There was no patient involvement; the device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.